Event description:
A report was received that the patient developed an infection after a non device related surgical procedure located in close proximity to the scs lead. Symptoms were discomfort and drainage from the back. The patient was treated with antibiotics but was not resolved. The patient underwent an explant procedure to prevent spread of infection.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70, serial#: (B)(4), description: linear st lead, 70cm, model#: sc-4316, lot/serial#: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.